Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported, a patient with complaints of vision not as expected with an undercorrection following photo refractive keratectomy of the left eye. Additional information has been requested.

Manufacturer narrative:
At the visit on site the field service engineer verified the system successfully according to specifications. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).